Event description:
It was reported that the patient's left hip was revised due to dislocation of the uhr bipolar component from the patient's native acetabulum. The bipolar component and femoral head were removed and the patient was converted to a total hip with constrained liner. Rep confirmed that there are no allegations against the revised femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.